Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager replaced the batteries and this corrected the battery runtime failure. The iabp then passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The initial reporter is a company representative. His contact information is as follows: (B)(6).

Event description:
A company service territory manager (stm) reported that while performing preventive maintenance on the cs300 intra-aortic balloon pump (iabp) the batteries failed the runtime test. No patient involvement or adverse event was reported.